Manufacturer narrative:
Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The report suggests that on the second day of usage of the mp1000, a leak was observed during a 5f infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.